Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. The patient stated she had not use the scs stimulation since (B)(6) 2018. The patient's scs ipg battery was depleted, surgical intervention may be necessary to replace the patient's scs ipg.